Event description:
Additional information was received indicating the toxic anterior segment syndrome/inflammation resolved after treatment. The patient's most recent uncorrected distance visual acuity (ucdva) was 20/20.

Manufacturer narrative:
Additional information: b5, g3, h2, h6, h11. Correction: h6.

Manufacturer narrative:
Additional info: d4, g3, h2, h4. Correction: h6.

Event description:
It was reported that one day post-implantation of an intraocular lens (iol) into the right eye (od), inflammation, some fibrin, hypopyon and vitritis was observed. The surgeons stated based on findings it was likely toxic anterior segment syndrome (tass) but could not rule out endophthalmitis. A tap culture was performed, and an injection of vancomycin/ceftazidime was administered. The results of the culture were negative. Residual vitritis and anterior chamber (ac) cell are slowly resolving. Patient outcome is good. In the surgeon's opinion, the most likely cause of the event is the iol. The following medications were prescribed for use at home postoperatively: prednisolone 1% 1 drop every hour, moxifloxacin 0.5% 1 drop 4 times a day, pred-moxi-bromfenac 1 drop 3 times a day.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.